Event description:
During performance of infant circumcision, portion of glans penis was lacerated. A urology consultation was obtained, the infant was transferred to an acute care facility with a pediatrics dept for a surgical repair.